Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1.1 mmol/l and 8.8 mmol/l; 1.0 mmol/l and 10.0 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Customer returned an empty drum. No strips were returned.